Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that the external pulse generator (epg) had a self-test error message and a cracked case. The be was informed that due to the age of the epg, it will no longer be supported/serviced. The status of the epg is unknown. There was no patient involvement.